Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-oct-2022. H6: investigation summary: our quality engineer inspected the (B)(4) samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. Analysis of the sample showed that there were no abnormalities on all the samples returned. A review of the used sample would be necessary to fully investigate this incident. Bd could not determine a root cause since the defect was not confirmed. H3 other text : see h10.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced a defective catheter. The following information was provided by the initial reporter: have had several catheters blow in a row making us concerned that this box may be defective.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced a defective catheter. The following information was provided by the initial reporter: have had several catheters blow in a row making us concerned that this box may be defective.